Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and hardware low level failure error alarm. Customer reported that they did not hear beeps when audio volume settings were saved. Customer was able to clear the alarms and rewind the insulin pump. Fill cannula was recorded in daily history. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer = clear customer returned insulin pump for alleged insulin pump error 63 alarm and no audio when audio volume settings when the audio settings are saved found on (B)(6)2022. The insulin pump passed the displacement test however, the pump alarmed insulin pump error 63 during the self test, was received with the same audio volume when switching from level 1 to 5. Successfully downloaded the trace and history files utilizing thus. A review of the history reveals that on 1/3/2022 there were two (2) insulin pump error 63 (variable 3) alarms (10:36 and 10:39) occurred. The insulin pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. During an inspection of the keypad assembly found a broken trace at pin 1 (vdd). Insulin pump error 63 alarms and same audio volume when switching from level 1 to 5 are confirmed due to a broken trace at pin 1 (vdd) of keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, and pillowing keypad overlay. Insulin pump error 63 alarms and the same audio volume when switching from level 1 to 5 are confirmed due to a broken trace at pin 1 (vdd) of keypad assembly. No audio complaint (absence of occlusion alarm) is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.